Event description:
It was reported that during an associated lead revision procedure, the right ventricular lead exhibited high capture thresholds. It was noted that the lead had dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.

Manufacturer narrative:
.